Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
The sheath was being utilized during an sfa intervention. The access point was highly calcified as was the bifurcation. During removal of the sheath, it unravelled. They were able to remove with no adverse effect to the patient.